Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b3, b5, d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely due to a system failure of the circuit (cr) board, the supply pressure sensor did not work properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparing the device for a digestive surgery on the gallbladder, which was completed with a backup device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit when switching to high mode, turns off and the screen where all the buttons are located goes black. The event occurred during set-up, prior to use. There were no reports of patient involvement.